Event description:
It was reported that compromised lead insulation was suspected upon review of chest x-rays, however it was unclear whether the observation pertained to the right atrial (ra) or right ventricular (rv) lead. This pacemaker system had a scheduled magnetic resonance imaging (MRI) scan. Technical services (ts) explained that the pacemaker system was considered non-conditional for MRI due to the lead integrity concerns, and an updated non-conditional MRI order was needed if the cardiologist wished to proceed with the MRI scan. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.